Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose level was unknown. Customer also stated that they were using insulin pump borrowed from mother and it was working but using the borrowed insulin pump for convenience. The insulin pump will not be returned for analysis.